Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the down arrow button due to corroded keypad traces noted. Moisture damage was noted on all electronic assemblies. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad after it had gotten wet. The blood glucose reading was 175 mg/dl. The customer stated that he thought the device was waterproof. He noted that there was water in the display screen the day prior; although the insulin pump dried up, the button error alarm could not be cleared. Advised discontinuation of the insulin pump. Nothing further reported.